Manufacturer narrative:
H3 and h6 codes: updated. The suspected device was returned for evaluation. The device was visually inspected and there were no damages or anomalies observed. A functional test was performed, and no pump alarms were observed. The customer reported issue was not confirmed/replicated. The device history record was unable to be reviewed as no lot number was provided.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, once again there are occlusion issues, despite the equipment being intact, and after performing manual purging and replacing the pump, among other steps. The issue was resolved by switching to a different batch (cassettes and tubing). There was unknown reported patient involvement, and no patient harm/adverse event reported.